Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called very upset to report that his artificial urinary sphincter (aus) is not working. The patient stated that the pump is hard as rock and is experiencing urinary incontinence. The patient asked the sales representative about the warranty issue and stated that the hospital over charged for the device. He has an appointment at the end of the month to see his surgeon. Sales representative encouraged him to see his physician and that maybe his dr. Could help to resolve the pump issue.